Manufacturer narrative:
Other, other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the device exhibited a no disposable alarm. Silenced alarm, settings reviewed. Powered pump off/on. Still has no disposable alarm. Patient willing to remove cassette. IV line clamped, pump powered off. Cassette removed, line pinched and rubbed to break up some small air bubbles. Cassette reattached, pump restarted, IV line unclamped. Still has no disposable alarm. Powered back off. Clamp line and remove cassette again and repeat process. Reattached cassette, unclamp line and restart pump. Still has no disposable alarm. Powered pump off and line clamped. Medication: unknown rate 06; rv 39.6 given 60.45. No adverse patient effects were reported by the customer.

Manufacturer narrative:
Other text: no product was returned. The investigation determined the most probable cause to be the downstream occlusion sensor, however this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. As the device is beyond a year from manufacture and with no indication of a manufacturing defect found during evaluation, no device history review was performed. Per service history review this device had not been in for service in the previous year and there was no indication of a service issue during the investigation.